Event description:
Customer initially reports via medwatch #(B)(4). Pt's left anterior neck was burned with mediastinal scopelight source. This was noticed by house officer at end of case. This was brought to the attention of md who suggested applying bacitracin ointment to the site. Burn was approximately a dime sized white area. Flexible bronchoscopy, mediastinoscopy, left upper lobectomy, and mediastinal lymph node dissection was being performed. On (B)(6) 2013, customer is not responding to repeated telephone conversations, at least three requests for specific answers to questions/information needed regarding other equipment used with lightsource.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.